Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient representative reported "patient is afraid of developing cancer". Later, healthcare professional reported "capsular contracture baker grade unknown and suspected rupture". This record is for the right side. Device was explanted.